Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered multiple bursts of anti-tachycardia pacing (atp). The therapy was believed to be a result of supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating multiple attempts of atp accelerated the patient's arrhythmia. A shock broke the arrhythmia each time, but atp would accelerate it again. The health care professional reports the patient recently had a stent placed and has had multiple ventricular tachycardia (vt) events since the placement. The ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered multiple bursts of anti-tachycardia pacing (atp). The therapy was believed to be a result of supraventricular tachycardia (svt). This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating multiple attempts of atp accelerated the patients arrhythmia. A shock broke the arrhythmia each time, but atp would accelerate it again. The health care professional reports the patient recently had a stent placed and has had multiple ventricular tachycardia (vt) events since the placement. The ICD system remains in service. No additional adverse patient effects were reported.